Manufacturer narrative:
H6: medical device problem code.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, in the absence of the requested medical documentation, clinical factors which could have contributed to the reported adverse event could not be definitively concluded, and a causal relationship between the smith and nephew¿s device and the reported instability issues could not be established with the limited information provided. Of note, to resolve this adverse event the patient was revised approximately 9 months post implantation the surgeon swapped the patient¿s jrny ii bcs xlpe art isrt sz 5-6 rt 10mm for a j2 5-6 const 11mm rt for better stability. The impact to the patient beyond the reported instability, the subsequent revision and the expected recovery period is unknown since the patient¿s health status was not reported. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in the possible adverse effects that excessive rotation, looseness of components and unusual stress concentrations can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, joint laxity, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2023, the patient experienced instability issues. This adverse event was solved by a revision surgery on (B)(6) 2023 in which a jrny ii bcs xlpe art isrt sz 5-6 rt 10mm was swap by a j2 5-6 const 11mm rt for a better stability. Current health status of patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).